Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room and was subsequently hospitalized; cause was unknown. Customer had a blood glucose level of 358 mg/dl, lost consciousness and does not recall any details of the reason for the hospitalization or any treatment received. Customer was discharged later the same day with the issue resolved and spoke with their doctor to confirm the pump was functioning properly. No further information was provided.